Event description:
The manufacturer received information alleging a patient removed his mask while using a bipap a40 and expired. The hospital, where the event occurred, confirmed the device's alarms which would have alerted the caregiver, were turned off. No one responded to the patient and the patient expired. Product labeling states,"the device is not intended for life support."